Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Over 11 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the image was not displayed because the charge-coupled device (ccd) unit or the cable unit failed by deterioration over time due to use exceeding its service life, or unexpected stress was applied by the user¿s handling. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image and black display¿ was confirmed. An intermittent image was observed due to a faulty charge-coupled device (ccd). A cut was also, noted on the unit¿s cable.

Event description:
The service center was inform that during an unspecified procedure, the camera head display was black with no image. There was no patient injury completed.